Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) bad image on top display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) bad image on top display.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge fse was dispatched to evaluate the unit. The fse replaced the top screen lcd display to resolve the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received the faulty part with a reported unit failure message of marks on screen. Performed visual inspection of this part received and observed three spots on screen. Due to spots the failure analysis and testing dept. Cannot be investigated further for this part. Top display failed testing. Top lcd was sent to supplier for failure analysis as per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) part was no longer able to be tested by the supplier. Investigation is complete. The part was retained in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.